Event description:
One of our health system facilities was beginning their conversion to enfit peg tubes. The vendor for the enfit ng tubes had not yet been identified by the system. This particular facility uses far less peg tubes than ng tubes, so the pharmacy decided to continue the use of legacy oral syringes until the new ng tube vendor was chosen. The local supply chain ordered in an adapter that had been recommended by the system to utilize during the transition. This neomed adapter is intended to attach legacy oral feeding/enteral syringes to feeding tubes with enfit connectors. Once it was received, it was discovered that the end that should connect to legacy oral syringes actually has threads that will connect to a luer lock syringe. This could potentially result in a wrong route medication error. The conversion to enfit ng tubes has now been halted until a new adapter can be identified and ordered in. MFR/labeler poor product design: (i.e., vial, syringe, bag). (B)(6). Submission ID: (B)(4).